Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. Caller stated that the teacher had suspended the insulin pump and the blood glucose went over 400 mg/dl. Customer was vomiting. Physician instructed customer to hospital. Lately the insulin pump is giving too much insulin, causing low blood glucose. The current blood glucose is 68 mg/dl. Customer treated with food. The drive support cap is partially indented. Nothing further reported.

Manufacturer narrative:
The insulin pump received with blank display due to broken battery tube wire. Unable to perform displacement, prime, basic occlusion, occlusion and no delivery tests due to blank display. Drive support disk was inspected and no anomaly was noted. The insulin pump had broken belt clip slot, cracked reservoir tube lip, reservoir tube, scratched lcd window and case.